Event description:
It was reported that the device was programmed not to receive at-af alerts. However, multiple alerts for at-af was received via a merlin.net transmission. No adverse consequences to the patient. No further information is available.